Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient recently woke up and found he was on the floor, it is unknown if this was syncope as the patient wasn¿t sure. The patient was then seen in clinic and an interrogation was done, which noted there was nothing in the arrhythmia logbook and the device checked out just fine. The device was set to aai 40 beats per minute (bpm), thresholds were good, the patient had slow conduction, so it is unknown if the fall was cardiac related. Boston scientific technical services (ts) was consulted and suggested that since the patient is younger, some programming changes could be made and changing the device programming to ddd mode with a long delay. The programming was changed, and the patient was admitted to the hospital for observation. To date, no additional adverse patient effects have been reported.